Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and when performing the defibrillation threshold (dft) test at reverse polarity, both 65 and 80 joules shocks were unable to convert the arrhythmia, hence, an external shock was required. The patient was without sinusal rhythm for a minute after the external shock. Dft was performed again in standard polarity and again, the device was unable to convert the arrhythmia and an external shock was required. It was suspected by the health care professional (hcp) that the device was located at a more anterior position than desired and the connection between the electrode and the device was too tight due to the anatomy of the patient. As a result, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was discarded.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and when performing the defibrillation threshold (dft) test at reverse polarity, both 65 and 80 joules shocks were unable to convert the arrhythmia, hence, an external shock was required. The patient was without sinusal rhythm for a minute after the external shock. Dft was performed again in standard polarity and again, the device was unable to convert the arrhythmia and an external shock was required. It was suspected by the health care professional (hcp) that the device was located at a more anterior position than desired and the connection between the electrode and the device was too tight due to the anatomy of the patient. As a result, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was discarded.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of failure to convert rhythm is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was not returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of failure to convert rhythm is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this failure to convert rhythm has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and when performing the defibrillation threshold (dft) test at reverse polarity, both 65 and 80 joules shocks were unable to convert the arrhythmia, hence, an external shock was required. The patient was without sinusal rhythm for a minute after the external shock. Dft was performed again in standard polarity and again, the device was unable to convert the arrhythmia and an external shock was required. It was suspected by the health care professional (hcp) that the device was located at a more anterior position than desired and the connection between the electrode and the device was too tight due to the anatomy of the patient. As a result, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was discarded.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and when performing the defibrillation threshold (dft) test at reverse polarity, both 65 and 80 joules shocks were unable to convert the arrhythmia, hence, an external shock was required. The patient was without sinusal rhythm for a minute after the external shock. Dft was performed again in standard polarity and again, the device was unable to convert the arrhythmia and an external shock was required. It was suspected by the health care professional (hcp) that the device was located at a more anterior position than desired and the connection between the electrode and the device was too tight due to the anatomy of the patient. As a result, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The device was returned for analysis.